Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 3.9, 1.8; 4.1. Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.9, 2nd inr: 1.8, 3rd inr: 4.1, mean: 3.27, sd: 1.25, %cv: 38.26. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Retained testing from a previous case revealed precision criteria was met. Precision was calculated from accuracy test. %cv of donor = 4.68. Since %cv is less than 16%, precision criteria was met. No further investigation required. Per general description of complaint, patient was milking the finger. Patient was also using glucose lancets. Improper sampling technique could have led to inaccurate inratio inr results. As of 12/03/2010, eleven discrepant result complaints were reported for lot #237411 yielding a complaint rate of 0.031%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established.